Event description:
It was reported that a user experienced bluetooth connectivity problems between a dexcom g7 sensor and the ilet, and during troubleshooting to toggle cgm settings the user inadvertently stopped the sensor, after which pairing attempts were unsuccessful. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included temporary loss of cgm data to the ilet only, without escalation to medical care. Investigation included remote troubleshooting and user education on reconnection steps and sensor replacement if pairing failed. Investigation of this case revealed a communication disruption between the cgm and ilet, likely related to user interaction that stopped the sensor, with no device hardware failure observed or alleged. It was concluded, based on previously established findings for similar reports, that the cause was user interaction leading to sensor stop and resultant loss of cgm communication.